Manufacturer narrative:
Device labeling addresses reported event of seroma as follows: "postoperative haematoma/seroma may inhibit wound healing and require surgical correction and/or explanation." Device labeling addresses reported event of infection as follows: "infection around a breast implant may occur within days, weeks, or even years, after surgery. Signs of acute infection reported in association with implants include erythema, tenderness, fluid accumulation, pain, and fever. Infection that is unresponsive to treatment may require implant removal."

Event description:
Reported event of seroma within 5 patients from journal article: "skin reducing mastectomy and immediate reconstruction: the effect of radiotherapy on complications and patient reported outcomes", european journal of surgical oncology: the journal of the european society of surgical oncology and the british association of surgical oncology, (2014 jan 22). Electronic publication date: 22 jan 2014. This record addresses the right side.